Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. The indications for use was non-malignant pain. It was reported that the patient stated that  they were "having a lot of trouble" with their personal therapy manager (ptm). The patient states when the controller gets to 90%, it "stops and waits for 2-3 minutes". The manufacturer's patient services specialist (pss) asked if the issue has been getting worse over the past three weeks and patient states it had been. The patient mentioned they got 6 boluses per day. Pss walked the patient through toggling airplane mode on and off, restarting the handset and the patient was able to connect to the pump and get a bolus. The patient will monitor and call back if issue persists. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. It was reported that the patient stated when they tried to connect to the pump to bolus, the handset would lag at 90% for a long time. The patient stated that they had to redo it a couple times and sometimes 3 or 4 times. The manufacturer's patient services specialist (pss) had the patient toggle off power saving mode and had the patient restart the handset. The patient stated that they bolused six times a day. Pss reviewed general use of communicator and handset, and the patient was able to connect and request/receive a bolus much quicker. The troubleshooting steps that were taken on the call resolved the issue.